Manufacturer narrative:
The device was returned to resmed for an engineering investigation. The investigation methods, results and conclusion are not finalized at this stage. When more information is available, a supplemental report will be submitted. (B)(4). Pending evaluation.

Event description:
It was reported to resmed that an astral device stopped ventilation unexpectedly with a red screen and alarm. There was no patient harm or a serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing could not reproduce the reported complaint, however, review of the device data logs revealed an error message (sf74) related to the software. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device stopped ventilation unexpectedly with a red screen and alarm. There was no patient harm or a serious injury reported as a result of this incident.